Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the permanent cautery hook (part# 470183-14/ lot# n12191209-0027) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 2nd use of the instrument with 8 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the permanent cautery hook instrument cable was found to be out of its track. A backup instrument of the same type was used and the procedure was completed with no reported injury.